Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 and se 2367 which occurred on home choice (hc) during initial drain. The cg stated that there was a previous se 2240 and he cycled power prior to calling. The baxter technical representative (tsr) had the cg cycle power again and the alarms cleared. The tsr instructed the cg multiple times to start over with new supplies. The hc was operational. There was no patient injury or medical intervention indicated at the time of the initial report. This writer contacted home patient (hp) on (B)(4) 2011 regarding the reported problem. The hp stated that they did start over with new supplies that evening, and they were able to finish therapy without further problems. The hp stated that they did not notice anything different with the supplies that could have led to the alarm. The hp stated they did communicate to the registered nurse (rn) regarding the alarm. The hp stated therapies have been continuing without further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. The root cause of the complaint could not be determined. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).